Event description:
The customer reported that while removing the subject device from the patient¿s body during a diagnostic biliary ultrasound procedure, the probe pink rubber got cut. Reportedly, no other damage was found on the subject device. The intended procedure was successfully completed using the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator.

Manufacturer narrative:
During inspection and testing, the reported issue (cut on probe pink rubber) was confirmed and found to be caused by physical stress. In addition to foreign material in forceps elevator, service found the water removal ability was out of specification due to clogged nozzle, the connecting tube was buckled, the adhesive on the bending section cover was detached, the adhesive on the bending section cover was chipped, there was a leakage due to deformed electrical connector, the bending angle was out of specification due to wear of the angulation wire, the insulation resistance value was out of specification due to damaged acoustic lens, and the displayed image was defective with missing elements due to damaged ultrasound probe. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "scope pink rubber damage" was presumed to have been due to user handling of the device - the phenomena was reproduced, and deep cuts which reach to the hard part of the acoustic lenses are generated by physical stress such as falling and hitting. The suggested phenomenon of "foreign body on the forceps elevator" was confirmed - however, it was not possible to identify the foreign body on the forceps elevator. Furthermore, it could not be definitively determined if this event occurred due to insufficient reprocessing by the user facility. Therefore, a further cause of this event could not be presumed. It is possible that the instructions for use (IFU) below may have prevented the reported phenomenon of "scope pink rubber damage": "evis exera ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use caution ·after using the endoscope reprocess it according to the instructions given in chapter 7, 'cleaning, disinfection, and sterilization procedures'. Using improperly or incompletely reprocessed, the endoscope¿s distal end damage may result. Chapter 7 cleaning, disinfection, and sterilization procedures warning ·all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.